Event description:
It was reported that during a breast biopsy procedure, the dc motor adapter on the device broke inside of the blue port. The patient was rescheduled.

Manufacturer narrative:
Evaluation summary: the unit was returned to the analysis site due to the dc motor adapter is broken inside of the blue port. The analysis site confirmed the customer complaint and replaced the missing dc motor adapter to correct the issue, and replaced the u-handle. Per the mammotome service manual, service test were performed with no functional faults found. Complaint information is trended on a regular basis to determine if further investigation is warranted.